Event description:
A high reading issue was reported with use of the adc device. The customer received unspecified high sensor scan results and as a result, customer experienced symptoms described as vomiting and a loss of consciousness. Customer was unable to self-treat and had contact with a healthcare professional who obtained an unspecified blood glucose result and provided IV glucose and "1 primperam serum" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer received unspecified high sensor scan results and as a result, customer experienced symptoms described as vomiting and a loss of consciousness. Customer was unable to self-treat and had contact with a healthcare professional who obtained an unspecified blood glucose result and provided IV glucose and "1 primperam serum" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.